Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be identified no reason was given for the explanted lens. The product was damaged and this damage was not mentioned by the customer. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Medical records were received on 05/17/2012. (B)(4).

Event description:
A surgeon reported a study patient who had both intraocular lenses (iols) exchanged because the patient was intolerant of the visual symptoms and her reading distance was too close. The surgeon reported the event resolved following the exchange procedure. There are two medical device reports associated with this event. This report is for the right eye.